Event description:
The account alleges the patient experienced post-embolization syndrome [pes] tissue necrosis following an interventional uterine artery embolization.

Manufacturer narrative:
The suspect implant device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.